Event description:
A consumer reported that since the first day following an intraocular lens (iol) implant procedure, he has had blurry vision. He was informed that glasses would not help because there is a film that needs to be lasered. He is uncomfortable driving due to the blurry vision. Additional information has been requested.

Event description:
Additional information was received from the clinic supervisor, who reported that the event continues and is explained as an epiretinal membrane. According to the reporter, in the surgeon's opinion the device did not cause/contribute to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).